Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device, hanging from left fallopian tube / left uterine cornu/ uterine cornu"), device expulsion ("expulsion of essure device/ migration of essure device location of device: endometrial cavity") and device breakage ("device breakage") in a (B)(6) female patient who had essure (ess205) (batch no. 12257824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s), right side implant failed" on (B)(6) 2004 and device monitoring procedure not performed "essure confirmation test not perform". The patient's past medical history included skin inflammation. Concurrent conditions included lasik eye surgery ((B)(6) 2005 right, (B)(6) 2006 left), chest pain, hypothyroidism, appetite lost, indigestion, abdominal bloating, epigastric pain, appetite lost and indigestion. Concomitant products included cetirizine hydrochloride (zyrtec), hydrocortisone (hydrocortison dc) and levothyroxine. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and mental disorder ("psychological or psychiatric problems- condition"). On (B)(6) 2004, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced erythema annulare ("erythema annulare centrifugum"). On (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes on the neck, rashes or skin/ neck area rashes"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), device allergy ("allergic reaction to device"), allergy to metals ("possible nickel allergy") and medical device discomfort ("discomfort"). The patient was treated with lorazepam (ativan), fluoxetine hydrochloride (prozac), surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, device breakage, menstrual disorder, device allergy, dermatitis allergic, migraine, headache, fatigue, erythema annulare, allergy to metals, medical device discomfort, mental disorder, vaginal haemorrhage, menorrhagia, micturition urgency, pollakiuria and dysmenorrhoea outcome was unknown and the anxiety and depression had not resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device allergy, device breakage, device dislocation, device expulsion, dysmenorrhoea, erythema annulare, fatigue, headache, medical device discomfort, menorrhagia, menstrual disorder, mental disorder, micturition urgency, migraine, pollakiuria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight (B)(6). Injuries or symptoms were not decreased or resolved following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea (cramping), urinary urgency and frequency. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device, hanging from left fallopian tube / left uterine cornu/ uterine cornu'), device expulsion ('expulsion of essure device/ migration of essure device location of device: endometrial cavity') and device breakage ('device breakage') in a 36-year-old female patient who had essure (ess205) (batch no. 12257824) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s), right side implant failed" on (B)(6) 2004 and device monitoring procedure not performed "essure confirmation test not perform." The patient's medical history included skin inflammation. Concurrent conditions included lasik eye surgery (B)(6) 2005 right, (B)(6) 2006 left, chest pain, hypothyroidism, appetite lost, indigestion, abdominal bloating, epigastric pain, appetite lost and indigestion. Concomitant products included cetirizine hydrochloride (zyrtec), hydrocortisone (hydrocortison dc) and levothyroxine. On (B)(6) 2004, the patient had essure (ess205) inserted. In july 2004, the patient experienced fatigue ("fatigue") and mental disorder ("psychological or psychatric problems- condition"). On (B)(6) 2004, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced erythema annulare ("erythema annulare centrifugum"). On (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes on the neck, rashes or skin/ neck area rashes"). On (B)(6) -2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency") and dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), allergy to metals ("possible nickel allergy,allergic reaction to device") and medical device discomfort ("discomfort"). The patient was treated with fluoxetine hydrochloride (prozac), lorazepam (ativan) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, device breakage, menstrual disorder, migraine, headache, fatigue, erythema annulare, medical device discomfort, mental disorder, micturition urgency and pollakiuria outcome was unknown, the anxiety and depression had not resolved and the dermatitis allergic, allergy to metals, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, erythema annulare, fatigue, headache, medical device discomfort, menorrhagia, menstrual disorder, mental disorder, micturition urgency, migraine, pollakiuria and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 182 lbs. Injuries or symptoms were not decreased or resolved following essure removal. Plaintiff took over the counter condoms from date (B)(6) 1999 to (B)(6) 2011 for reason birth control and discontinued due to reason- patients husband had a vasectomy. Patient received treatment pain. Bleeding, allergy ,migration , breakage, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Lot number: 12257824, manufacture date: 2004-05, & expiration date: 2005-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device, hanging from left fallopian tube / left uterine cornu/ uterine cornu'), device expulsion ('expulsion of essure device/ migration of essure device location of device: endometrial cavity') and device breakage ('device breakage') in a 36-year-old female patient who had essure (ess205) (batch no. 12257824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s), right side implant failed" on (B)(6) 2004 and device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included skin inflammation. Concurrent conditions included lasik eye surgery ((B)(6) 2005 right, (B)(6) 2006 left), chest pain, hypothyroidism, appetite lost, indigestion, abdominal bloating, epigastric pain, appetite lost and indigestion. Concomitant products included cetirizine hydrochloride (zyrtec), hydrocortisone (hydrocortison dc) and levothyroxine. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and mental disorder ("psychological or psychatric problems- condition"). On (B)(6) 2004, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced erythema annulare ("erythema annulare centrifugum"). On (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes on the neck, rashes or skin/ neck area rashes"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), allergy to metals ("possible nickel allergy,allergic reaction to device") and medical device discomfort ("discomfort"). The patient was treated with fluoxetine hydrochloride (prozac), lorazepam (ativan) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, device breakage, menstrual disorder, migraine, headache, fatigue, erythema annulare, medical device discomfort, mental disorder, micturition urgency and pollakiuria outcome was unknown, the anxiety and depression had not resolved and the dermatitis allergic, allergy to metals, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, erythema annulare, fatigue, headache, medical device discomfort, menorrhagia, menstrual disorder, mental disorder, micturition urgency, migraine, pollakiuria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 182 lbs. Injuries or symptoms were not decreased or resolved following essure removal. Plaintiff took over the counter condoms from date (B)(6) 1999 to (B)(6) 2011 for reason birth control and discontinued due to reason- patients husband had a vasectomy. Patient received treatment pain. Bleeding, allergy ,migration , breakage, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding and allergic reaction updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.